Manufacturer narrative:
Conclusion code (B)(4) applies to both recharger and desktop charger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome and spinal pain. It was reported that the ins recharger (insr) had a blank screen. A bad desktop charger (dtc) connector pin was reported. A replacement dtc was sent. Additional information from the patient reported that they received the replacement dtc but the insr was still not powering up after charging for 24 hours. The patient reported their back was starting to hurt. A replacement insr was sent. Additional information from the patient reported that their issues were resolved. No patient complications were reported as a result of this event.